Manufacturer narrative:
Investigation of device revealed that broken distal end and broken proximal part were returned, however the coil wire between the returned distal fragment and proximal portion was found missing for some length, which must be locating at approx. 8mm from the tip end of the guidewire. The missing portion was thought to have been fixed by stent to the pt's vessel. Close observation of broken ends of the returned portion revealed the trace of breakage due to excessive puling force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information and the outcomes of the device investigation, it is inferred that the guidewire removal manipulation with excessive force beyond the product design limit resulted the breakage of guidewire. IFU describes as warning; do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. Observe movement of this guide wire in the vessels. Before this guide wire is moved or ]torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move[?] Or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the[?] Vessel are visible during manipulations of the guide wire. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire.

Event description:
Reportedly, in the procedure to treat the bifurcation lesion with hi-lateral formation at lmt, lad, lcx, after culottes stenting were performed with 3 guidewires and stents, physician attempted to advance the subject guidewire from lmt to lad distal through the strut of the deployed stent, however the guidewire was trapped at the strut and trapped. Along with the removal operation, the guidewire was broken apart, and some fragment was fixed against vessel wall by additional stent at the physician's discretion.

Manufacturer narrative:
(B)(4).